Event description:
This is report 3 of 3 of the same event , it was reported that during an unspecified surgical procedure, it was discovered that while the motor device, attachment device and cutter device were in use together, it was observed that the cutter device broke off. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a piece of the burr device as inside the burr lock assembly. It was determined that this was due to excessive lateral or side to side force on the device. During evaluation, it was also observed that there was a cut on the outer cord of the device. It was discovered that the metal cable tie had a sharp edge that cut a hole through the ID if the outer cord. The assignable root cause for the customer reported condition was determined to be due to user error, abuse and/ or misuse. The assignable root cause for the cut in the outer cord was determined to be due to a design issue. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.